Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment without any problem. However, during retrieval of the stent delivery system, the distal shaft was fractured. The broken part was safely removed out of the patient's body using the balloon anchoring technology. The procedure was completed and there were no patient complications nor injuries reported. The patient status was stable.

Manufacturer narrative:
A synergy xd mr ous 2.50 x 38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the device identified that the stent had not been returned with the device as it was implanted in the patient. The balloon cones were reviewed, and the balloon cones had signs of partial inflation, there was a red blood-like substance inside the balloon. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft break 123 cm distal to distal end of strain relief with the wire port stretched on the proximal side of the break. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment without any problem. However, during retrieval of the stent delivery system, the distal shaft was fractured. The broken part was safely removed out of the patient's body using the balloon anchoring technology. The procedure was completed and there were no patient complications nor injuries reported. The patient status was stable.